Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance values at the initial follow up appointment following the implant of the lead. The physician went to revise the lead but noted that an area of the lead appeared ribbed with a possible insulation breach. Blood was found inside the insulation of the lead. The rv lead was therefore explanted and replaced. No patient complications have been reported as a result of this event.